Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the charging site is too deep under the iliac crest. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. Device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the charging site is too deep under the iliac crest. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. Device malfunction was suspected.